Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 596 mg/dl. The customer's expected fasting blood glucose test result range is 120-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 366 and 523 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/19/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing twice a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or medication.